Event description:
It was reported via repair work order that the cot collapsed when it was being unloaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.